Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) samples were taken from the current production. The cuff from the samples were inflated and left for four hours. After this time samples were checked, and all samples were still fully inflated. Alleged defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The root cause us unknown. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect, and determine a root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "when the cuff was inflated and the syringe was removed the cuff began to deflate". Alleged event reported occured during use. It was reported that there was a delay while another device, with a different batch, was opened for use with no issue. Customer reports required intervention as the patient had to be re-intubated. Customer reports there was no harm to the patient. Customer states the patient was fine after re-intubation.